Event description:
It was reported that the 6600 system fluoros ok, but on image recall the image is distorted. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the monoblock and completed required adjustments. The system was tested and found to be working as intended and placed back into service.